Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed for restenosis due to tissue overgrowth in a previously placed uncovered stent. The first stent was placed to treat a malignant stricture at the lower esophagus, 2cm above the cardiac portion. Reportedly, the patient¿s anatomy was not tortuous and the stricture was not dilated prior to the stent placement. During the procedure, when the physician attempted to deploy the stent, the stent was only able to be partially deployed. The delivery system bowed when the release suture was pulled and the physician removed the partially deployed stent from the patient. The procedure was completed with an ultraflex esophageal proximal release stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 5 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent; however, the stent did not fully expand. It was noted that the stent cover appeared shrunken and this appeared to be preventing the stent from expanding. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed for restenosis due to tissue overgrowth in a previously placed uncovered stent. The first stent (subject of report # 3005099803-2013-15273) was placed to treat a malignant stricture at the lower esophagus, 2cm above the cardiac portion. Reportedly, the patient's anatomy was not tortuous and the stricture was not dilated prior to the stent placement. During the procedure, when the physician attempted to deploy the stent (subject of this event 3005099803-2013-15220), the stent was only able to be partially deployed. The delivery system bowed when the release suture was pulled and the physician removed the partially deployed stent from the patient. The procedure was completed with an ultraflex esophageal proximal release stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.